Event description:
The surgeon wanted to resurface the patella using a zimmer nexgen all poly patella. After resurfacing the patella, he decided to put in a new articular surface. Upon removal, pitting was noted on the under surface of the articular surface.